Event description:
Ventriculoperitoneal shunt malfunction caused pt to have headaches and nausea. Shunt was replaced on 1/2/98. The original shunt was not put in at this hosp and the MFR at this time is unknown, facility thinks it was put in sometime in 1992.